Manufacturer narrative:
Investigation: inratio precision data provided by end-user lot: date: (B)(6) 2012, 1st inr: 5.4, 2nd inr: 5.4, mean: 5.4, sd: 0.00, %cv: 0.00. Since % cv is less than 20%, inratio2 meter results pass the criteria for precision. No further testing is required at this time. User reported add'l inratio result (2.4 inr) obtained on an unk date. A maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. For this reason, no further comparison analysis of this reported result is appropriate. No product associated with the complaint is expected for return. Unable to perform retained strip test due to unk strip lot number on the event details. No further investigation is possible. Conclusion: customer reported unexpected inratio test results without lab ref testing. Accuracy discrepancy could not be established. Root cause could not be determined. Pt's condition and medication cannot be ruled out as a cause for unexpected inr results. No strip lot info was available and no product was expected to be returned, further investigation could not be performed. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Results as follows: pt self tester is reporting unexpected discrepant high result over new box of strips, no lot number provided. On (B)(6) 2012, inratio inr = 5.4, 5.4; retested minutes apart, no lab results provided. Last inratio inr was 2.4, did not provided lot number or date obtained result. Pt's therapeutic range is 2.5-3.5.